Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys hbsag ii on a cobas e 801 module. The first sample initially resulted in an hbsag value of 0.342 coi (non-reactive). The sample was repeated on (B)(6) 2024, resulting in an hbsag value of 5.18 coi (reactive). The sample was repeated again on (B)(6) 2024, resulting in an hbsag value of 4.87 coi (reactive). The second sample initially resulted in an hbsag value of 0.358 coi (non-reactive). The sample was repeated on (B)(6) 2024, resulting in an hbsag value of 1.32 coi (reactive). The sample was repeated again on (B)(6) 2024, resulting in an hbsag value of 5.41 coi (reactive).

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. The reagent performs within specifications. The investigation determined that the measuring cells, gear pump head, and syringe seals were overdue for replacement. The field service engineer replaced the gear pump. The main and gear pumps were adjusted. The probe washing was checked. The equipment was working without any problems. Upon review of alarm trace data, multiple sample quality related alarms were observed. The investigation determined the issue is consistent with a hardware maintenance issue or insufficient pre-analytic sample handling.